Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), irritable bowel syndrome ("ibs gastric bypass"), bipolar disorder ("psychological disorder derived after: bipolar disorder/bpd") and suicidal ideation ("suicidal") in a 31-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache, weight gain, back pain, nickel sensitivity, gastrointestinal disorder congenital nos and miscarriage. Previously administered products included for induced pregnancy: pitocin. Concurrent conditions included female sterilization and hypothyroidism. Concomitant products included levothyroxine, loratadine, montelukast (singulair), tramadol and ziprasidone hydrochloride (geodon). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea frequent") and vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced fatigue ("fatigue/chronic"), eczema ("eczema related to nickel allergy") with skin irritation, weight increased ("weight gain/gradual over 2 years"), stress ("stress"), constipation ("constipation") and abdominal distension ("bloating"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/gradual infrequency because of pain"), urinary tract infection ("infection: urinary tract often, had well over 15/chronic"), menstrual disorder ("abnormal menstrual cycle"), hot flush ("hot flashes") and suicidal ideation (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced migraine ("migraines/chronic complicated migraine/pain: migraine"), headache ("headaches/pain: head") and metrorrhagia ("breakthrough bleeding"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy/always had allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome (seriousness criterion medically significant), affective disorder ("mood"), bipolar disorder (seriousness criterion medically significant), hernia ("hernia"), pain ("pain: unspecified"), abdominal pain ("pain: abdominal"), muscle spasms ("pain: back cramps/leg cramps") and back pain ("back pain"). The patient was treated with surgery (she underwent hysterectomy with unilateral salpingo-oopherectomy to remove the essure), surgery (she underwent hysterectomy with unilateral salpingo-oopherectomy to remove the essure) and surgery (gastric bypass/sigmoidectomy). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, allergy to metals, female sexual dysfunction, dyspareunia, dysmenorrhoea, fatigue, irritable bowel syndrome, affective disorder, bipolar disorder, urinary tract infection, headache, nausea, hernia, vaginal discharge, pain, menstrual disorder, hot flush, metrorrhagia, suicidal ideation, stress, constipation, abdominal distension, abdominal pain, muscle spasms and back pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine and eczema had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, affective disorder, allergy to metals, back pain, bipolar disorder, constipation, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, genital haemorrhage, headache, hernia, hot flush, irritable bowel syndrome, menorrhagia, menstrual disorder, metrorrhagia, migraine, muscle spasms, nausea, pain, pelvic pain, stress, suicidal ideation, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Computerised tomogram - on (B)(6) 2010: possible iud perforation through the uterus hysterosalpingogram - on an unknown date: total bilateral occlusion per office note: transvaginal ultrasound revaled both essure devices are in proper position from the os bilateral and through the intramural portion of the uterus as expect. No iud. The uterus is normal appearance. No free fluid in the pelvis. Ovaries were not seen. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming: uterine perforation, abdominal pain, fatigue, migraine, dyspareunia, urinary tract infection, headaches, menorrhagia, allergy to metal, metrorrhagia." Most recent follow-up information incorporated above includes: on 20-jun-2018: reporter information was added. This case concerns 31 year old patient. Her demographic was updated. Her historical medication, historical condition and concurrent conditions were added. Lab data was added. Essure indication was added. Essure lot number was added. Essure insertion and removal date was added. Her concomitant medications were added. Per plaintiff fact sheet: following events: perforation (uterus), abnormal bleeding (vaginal/menorrhagia), nickel allergy/always had allergy, irritation, apareunia (inability to have sexual intercourse)/gradual infrequency because of pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), dysmenorrhea (cramping), fatigue/chronic, ibs gastric bypass, mood, psychological disorder derived after: bipolar disorder/bpd, infection: urinary tract often, had well over 15/chronic, migraines/chronic complicated migraine/pain: migraine, headaches/pain: head, nausea frequent, nickel allergy, eczema related to nickel allergy, hernia, vagin. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pain / pain unspecified"), genital haemorrhage ("abnormal bleeding"), irritable bowel syndrome ("ibs gastric bypass"), bipolar disorder ("psychological disorder derived after: bipolar disorder/bpd") and suicidal ideation ("suicidal") in a 31-year-old female patient who had essure (ess205) (batch no: 509814, 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, weight gain, back pain, nickel sensitivity, gastrointestinal disorder congenital, miscarriage and obesity. Per office note: transvaginal ultrasound revaled both essure devices are in proper position from the os bilateral and through the intramural portion of the uterus as expect. No iud. The uterus is normal appearance. No free fluid in the pelvis. Ovaries were not seen. Previously administered products included for induced pregnancy: pitocin. Concurrent conditions included obesity, hypothyroidism, gastroesophageal reflux, disease risk factor, hemorrhagic cyst, polymenorrhoea, depression and hypothyroidism since 2011. Concomitant products included paracetamol (tylenol) for pain as well as levothyroxine, loratadine, montelukast sodium (singulair), tramadol and ziprasidone. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In september 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea frequent") and vaginal discharge ("vaginal discharge"). On (B)(6) 2006, the patient had essure (ess205) inserted. In october 2006, the patient experienced fatigue ("fatigue/chronic"), eczema ("eczema related to nickel allergy / rashes or skin conditions - type: eczema severe") with skin irritation, stress ("stress"), constipation ("constipation"), abdominal distension ("bloating") and obesity ("weight gain/gradual over 2 years - diagnosed with obesity") and was found to have weight increased ("weight gain/gradual over 2 years - diagnosed with obesity"). In january 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/gradual infrequency because of pain"), urinary tract infection ("infection: urinary tract often, had well over 15/chronic"), menstrual disorder ("abnormal menstrual cycle"), hot flush ("hot flashes") and suicidal ideation (seriousness criterion medically significant). In may 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / breakthrough bleeding"), migraine ("migraines/chronic complicated migraine/pain: migraine"), headache ("headaches/pain: head") and metrorrhagia ("breakthrough bleeding"). In january 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy/always had allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome (seriousness criterion medically significant), affective disorder ("mood"), bipolar disorder (seriousness criterion medically significant), hernia ("hernia"), pain ("pain: unspecified"), abdominal pain ("pain: abdominal"), muscle spasms ("pain: back cramps/leg cramps"), back pain ("back pain"), rash ("rashes") and infection ("infection") and was found to have hormone level abnormal ("hormonal changes missed to be updated."). The patient was treated with surgery (total hysterectomy with lysis of adhesions left salpingo-oopherectomy, rt salpingectomy and gastric bypass/sigmoidectomy). Essure (ess205) was removed in april 2014. At the time of the report, the uterine perforation, pelvic pain, female sexual dysfunction, dyspareunia, dysmenorrhoea, fatigue, affective disorder, bipolar disorder, urinary tract infection, headache, nausea, hernia, vaginal discharge, pain, menstrual disorder, hot flush, metrorrhagia, suicidal ideation, stress, constipation, abdominal distension, abdominal pain, muscle spasms, back pain, rash, hormone level abnormal, infection and obesity outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine and eczema had resolved, the allergy to metals and irritable bowel syndrome had not resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, affective disorder, allergy to metals, back pain, bipolar disorder, constipation, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, genital haemorrhage, headache, hernia, hormone level abnormal, hot flush, infection, irritable bowel syndrome, menorrhagia, menstrual disorder, metrorrhagia, migraine, muscle spasms, nausea, obesity, pain, pelvic pain, rash, stress, suicidal ideation, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Computerised tomogram: on (B)(6) 2010: results: possible iud perforation through the uterus. Hysterosalpingogram: on (B)(6) 2007: results: total bilateral occlusion. Ultrasound abdomen: on (B)(6) 2012: results: normal examination. Ultrasound pelvis: on (B)(6) 2014: thick-walled slightly irregular cyst in the left ovary which likely represents a resolving hemorrhagic cyst. Small amount of fluid within the endometrial canal. Normal endometrial thickness without endometrial mass. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming: uterine perforation, abdominal pain, fatigue, migraine, dyspareunia, urinary tract infection, headaches, menorrhagia, allergy to metal, metrorrhagia, pain, lower back pain." Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs received: essure insertion and removal date were updated. Event onset date were updated. Event obesity was added. Concomitant conditions were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pain / pain unspecified"), genital haemorrhage ("abnormal bleeding"), irritable bowel syndrome ("ibs gastric bypass"), bipolar disorder ("psychological disorder derived after: bipolar disorder/bpd") and suicidal ideation ("suicidal") in a 31-year-old female patient who had essure (ess205) (batch no. 509814, 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache, weight gain, back pain, nickel sensitivity, gastrointestinal disorder congenital, miscarriage and obesity. Previously administered products included for induced pregnancy: pitocin. Concurrent conditions included obesity, hypothyroidism, gastroesophageal reflux, disease risk factor, hemorrhagic cyst and polymenorrhoea. Concomitant products included paracetamol (tylenol) for pain as well as levothyroxine, loratadine, montelukast (singulair), tramadol and ziprasidone hydrochloride (geodon). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea frequent") and vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced fatigue ("fatigue/chronic"), eczema ("eczema related to nickel allergy") with skin irritation, weight increased ("weight gain/gradual over 2 years"), stress ("stress"), constipation ("constipation") and abdominal distension ("bloating"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/gradual infrequency because of pain"), urinary tract infection ("infection: urinary tract often, had well over 15/chronic"), menstrual disorder ("abnormal menstrual cycle"), hot flush ("hot flashes") and suicidal ideation (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced migraine ("migraines/chronic complicated migraine/pain: migraine"), headache ("headaches/pain: head") and metrorrhagia ("breakthrough bleeding"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy/always had allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome (seriousness criterion medically significant), affective disorder ("mood"), bipolar disorder (seriousness criterion medically significant), hernia ("hernia"), pain ("pain: unspecified"), abdominal pain ("pain: abdominal"), muscle spasms ("pain: back cramps/leg cramps"), back pain ("back pain"), rash ("rashes"), hormone level abnormal ("hormonal changes missed to be updated.") And infection ("infection"). The patient was treated with surgery (total hysterectomy with lysis of adhesions left salpingo-oopherectomy, rt salpingectomy), surgery (total hysterectomy with lysis of adhesions left salpingo-oopherectomy, rt salpingectomy) and surgery (gastric bypass/sigmoidectomy). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, female sexual dysfunction, dyspareunia, dysmenorrhoea, fatigue, affective disorder, bipolar disorder, urinary tract infection, headache, nausea, hernia, vaginal discharge, pain, menstrual disorder, hot flush, metrorrhagia, suicidal ideation, stress, constipation, abdominal distension, abdominal pain, muscle spasms, back pain, rash, hormone level abnormal and infection outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine and eczema had resolved, the allergy to metals and irritable bowel syndrome had not resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, affective disorder, allergy to metals, back pain, bipolar disorder, constipation, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, genital haemorrhage, headache, hernia, hormone level abnormal, hot flush, infection, irritable bowel syndrome, menorrhagia, menstrual disorder, metrorrhagia, migraine, muscle spasms, nausea, pain, pelvic pain, rash, stress, suicidal ideation, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Computerised tomogram - on (B)(6) 2010: possible iud perforation through the uterus hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion ultrasound abdomen - on (B)(6) 2012: normal examination per office note: transvaginal ultrasound revaled both essure devices are in proper position from the os bilateral and through the intramural portion of the uterus as expect. No iud. The uterus is normal appearance. No free fluid in the pelvis. Ovaries were not seen. (B)(6) 2014 - pelvic ultrasound- thick-walled slightly irregular cyst in the left ovary which likely represents a resolving hemorrhagic cyst. Small amount of fluid within the endometrial canal. Normal. Endometrial thickness without endometrial mass. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming: uterine perforation, abdominal pain, fatigue, migraine, dyspareunia, urinary tract infection, headaches, menorrhagia, allergy to metal, metrorrhagia, pain, lower back pain." Most recent follow-up information incorporated above includes: on 3-oct-2018: pfs received. Events infection, rashes and hormonal changes missed to be updated added. Events outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pain / pain unspecified"), genital haemorrhage ("abnormal bleeding"), suicidal ideation ("suicidal"), irritable bowel syndrome ("ibs gastric bypass") and bipolar disorder ("psychological disorder derived after: bipolar disorder/bpd") in a 31-year-old female patient who had essure (ess205) (batch no. 509814, 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, weight gain, back pain, nickel sensitivity, gastrointestinal disorder congenital, miscarriage and obesity. Per office note: transvaginal ultrasound revaled both essure devices are in proper position from the os bilateral and through the intramural portion of the uterus as expect. No iud. The uterus is normal appearance. No free fluid in the pelvis. Ovaries were not seen. Previously administered products included for induced pregnancy: pitocin. Concurrent conditions included obesity, hypothyroidism, gastroesophageal reflux, disease risk factor, hemorrhagic cyst, polymenorrhoea, depression and hypothyroidism since 2011. Concomitant products included paracetamol (tylenol) for pain as well as levothyroxine, loratadine, montelukast sodium (singulair), tramadol and ziprasidone. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea frequent") and vaginal discharge ("vaginal discharge"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fatigue ("fatigue/chronic"), dermatitis allergic ("eczema related to nickel allergy / rashes or skin conditions - type: eczema severe") with skin irritation, stress ("stress"), constipation ("constipation"), abdominal distension ("bloating") and obesity ("weight gain/gradual over 2 years - diagnosed with obesity") and was found to have weight increased ("weight gain/gradual over 2 years - diagnosed with obesity"). In (B)(6) 2007, the patient experienced suicidal ideation (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/gradual infrequency because of pain"), urinary tract infection ("infection: urinary tract often, had well over 15/chronic"), menstrual disorder ("abnormal menstrual cycle") and hot flush ("hot flashes"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / breakthrough bleeding"), migraine ("migraines/chronic complicated migraine/pain: migraine"), headache ("headaches/pain: head") and metrorrhagia ("breakthrough bleeding"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy/always had allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome (seriousness criterion medically significant), affective disorder ("mood"), bipolar disorder (seriousness criterion medically significant), hernia ("hernia"), pain ("pain: unspecified"), abdominal pain ("pain: abdominal"), muscle spasms ("pain: back cramps/leg cramps"), back pain ("back pain"), rash ("rashes") and infection ("infection") and was found to have hormone level abnormal ("hormonal changes missed to be updated."). The patient was treated with surgery (total hysterectomy with lysis of adhesions left salpingo-oopherectomy, rt salpingectomy and gastric bypass/sigmoidectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, suicidal ideation, female sexual dysfunction, dyspareunia, dysmenorrhoea, fatigue, affective disorder, bipolar disorder, urinary tract infection, headache, nausea, hernia, vaginal discharge, pain, menstrual disorder, hot flush, metrorrhagia, stress, constipation, abdominal distension, abdominal pain, muscle spasms, back pain, rash, hormone level abnormal, infection and obesity outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine and dermatitis allergic had resolved, the allergy to metals and irritable bowel syndrome had not resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, affective disorder, allergy to metals, back pain, bipolar disorder, constipation, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hernia, hormone level abnormal, hot flush, infection, irritable bowel syndrome, menorrhagia, menstrual disorder, metrorrhagia, migraine, muscle spasms, nausea, obesity, pain, pelvic pain, rash, stress, suicidal ideation, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Computerised tomogram - on (B)(6) 2010: results: possible iud perforation through the uterus. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2012: results: normal examination. Ultrasound pelvis - on (B)(6) 2014: thick-walled slightly irregular cyst in the left ovary which likely represents a resolving hemorrhagic cyst. Small amount of fluid within the endometrial canal. Normal endometrial thickness without endometrial mass.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming: uterine perforation, abdominal pain, fatigue, migraine, dyspareunia, urinary tract infection, headaches, menorrhagia, allergy to metal, metrorrhagia, pain, lower back pain." Lot number: 508297 man date: 2005-08 exp date: 2007-07. Lot number: 509814 man date: 2006-06 exp date: 2008-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), irritable bowel syndrome ("ibs gastric bypass"), bipolar disorder ("psychological disorder derived after: bipolar disorder/bpd") and suicidal ideation ("suicidal") in a 31-year-old female patient who had essure (ess205) (batch no. 509814, 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache, weight gain, back pain, nickel sensitivity, gastrointestinal disorder congenital, miscarriage and obesity. Previously administered products included for induced pregnancy: pitocin. Concurrent conditions included obesity, hypothyroidism, gastroesophageal reflux, disease risk factor, hemorrhagic cyst and polymenorrhoea. Concomitant products included paracetamol (tylenol) for pain as well as levothyroxine, loratadine, montelukast (singulair), tramadol and ziprasidone hydrochloride (geodon). In september 2006, the patient had essure (ess205) inserted. In september 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea frequent") and vaginal discharge ("vaginal discharge"). In october 2006, the patient experienced fatigue ("fatigue/chronic"), eczema ("eczema related to nickel allergy") with skin irritation, weight increased ("weight gain/gradual over 2 years"), stress ("stress"), constipation ("constipation") and abdominal distension ("bloating"). In january 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/gradual infrequency because of pain"), urinary tract infection ("infection: urinary tract often, had well over 15/chronic"), menstrual disorder ("abnormal menstrual cycle"), hot flush ("hot flashes") and suicidal ideation (seriousness criterion medically significant). In may 2007, the patient experienced migraine ("migraines/chronic complicated migraine/pain: migraine"), headache ("headaches/pain: head") and metrorrhagia ("breakthrough bleeding"). In january 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy/always had allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome (seriousness criterion medically significant), affective disorder ("mood"), bipolar disorder (seriousness criterion medically significant), hernia ("hernia"), pain ("pain: unspecified"), abdominal pain ("pain: abdominal"), muscle spasms ("pain: back cramps/leg cramps") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy with lysis of adhesions left salpingo-oopherectomy, rt salpingectomy) and surgery (gastric bypass/sigmoidectomy). Essure (ess205) was removed in april 2014. At the time of the report, the uterine perforation, pelvic pain, allergy to metals, female sexual dysfunction, dyspareunia, dysmenorrhoea, fatigue, irritable bowel syndrome, affective disorder, bipolar disorder, urinary tract infection, headache, nausea, hernia, vaginal discharge, pain, menstrual disorder, hot flush, metrorrhagia, suicidal ideation, stress, constipation, abdominal distension, abdominal pain, muscle spasms and back pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine and eczema had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, affective disorder, allergy to metals, back pain, bipolar disorder, constipation, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, genital haemorrhage, headache, hernia, hot flush, irritable bowel syndrome, menorrhagia, menstrual disorder, metrorrhagia, migraine, muscle spasms, nausea, pain, pelvic pain, stress, suicidal ideation, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight: 180 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Computerised tomogram - on (B)(6) 2010: possible iud perforation through the uterus hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion ultrasound abdomen - on (B)(6) 2012: normal examination per office note: transvaginal ultrasound revaled both essure devices are in proper position from the os bilateral and through the intramural portion of the uterus as expect. No iud. The uterus is normal appearance. No free fluid in the pelvis. Ovaries were not seen. (B)(6) 2014 - pelvic ultrasound- thick-walled slightly irregular cyst in the left ovary which likely represents a resolving hemorrhagic cyst. Small amount of fluid within the endometrial canal. Normal endometrial thickness without endometrial mass. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming: uterine perforation, abdominal pain, fatigue, migraine, dyspareunia, urinary tract infection, headaches, menorrhagia, allergy to metal, metrorrhagia, pain, lower back pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received: lot number, reporter information, concomitant disease, historical condition, concomitant drug & lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.